Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The complainant reported that when the medical staff attempted to remove the impella device, the pump would not come out. The patient experienced ventricular tachycardia and was shocked. It was reported that a thrombus was observed in the graft at explant. Weaning was successful, the device was removed, and the procedural outcome was the patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.